Manufacturer narrative:
(B)(4). The customer report of a leak from the catheter body was confirmed through visual and functional evaluation of the returned sample. The catheter body was leaking from two small holes when injecting water through the proximal and medial lumens. The appearance of the holes was consistent with damage caused by contact with a sharp instrument (i.e. Scissors, scalpel, sutures). Based on the customer report that the damage was observed during use, and the condition of the returned sample, unintentional use error caused or contributed to this event. A device history record review was performed with no relevant findings to suggest a manufacturing issue. Corrective action is not required at this time as unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that one of the lumens was found to be damaged, which caused leaking air. The catheter was removed and replaced with a new one. No health injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one of the lumens was found to be damaged, which caused leaking air. The catheter was removed and replaced with a new one. No health injury to the patient.